Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h4. Visual examination of the returned product identified, signs of repeated use (nicked/gouged/wear). And the impactor head component is fractured in multiple places with not all pieces returning. Review of the device history records for identified no deviations or anomalies, during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is confirmed, with product return. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the universal impactor fractured upon impaction. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.